Manufacturer narrative:
During the investigation, the returned o-rings were inspected and showed a decrease in size. The investigation is on-going, and corrective and preventive actions will be implemented, as appropriate. (B)(4).

Event description:
A UK customer reported the generation of invalid cobas mpx run batches (error codes c02h1, c02h2 and c02h3) due to internal control not being amplified within the negative control. In addition to the error codes, a review of the cobas 6800 systems trace files showed the generation of the p07p flag, which is indicative of a volume error during supernatant removal. A local field service engineer performed an instrument tightness check, which passed, and there no signs of droplets or evidence of leakage on the instrument deck. The o-rings of the cobas 6800 system's front processing head were still proactively replaced for all positions, and subsequently returned for investigation. As a result of these service actions, the cobas 6800 system is running without issues. From the investigation, some of the returned o-rings showed a decreased size upon inspection. No harm or erroneous results were alleged. Invalid run batches must be repeated per the product labeling.